Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that the right ventricular (rv) lead, connected to this implantable cardioverter defibrillator (ICD), would need to be replaced as there were sensing and impedance issues. Specifically, the noise was present on the rv lead, which resulted in oversensing with some pacing inhibition. No asystole was observed. On occasion the oversensing resulted in inappropriate anti-tachycardia pacing (atp) delivery. There was also reportedly poor morphology noted. Additional information indicated that the pacing impedance measurement was around 350 ohms, which was noted as being low, and pacing threshold was high. The physician could not accurately see damage on the rv lead. The lead was abandoned surgically and the ICD was replaced. No additional adverse patient effects were reported.